Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and the tip of the infusion cannula was intact; no bending or damage was observed. The tubing insertion to the infusion cannula hub was connected in an angle. The sample was tested with lab components and the infusion flow rate ere within specification per requirement. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the silver part of infusion cannula tip was found bent during surgery and it caused an irrigation failure during a cataract/vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.